Event description:
It was reported by the perfusionist via phone that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and when inserting the iab into the sheath it became stuck. As a result, the iab and the sheath were removed as one unit and another iab was used with success. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.